Event description:
It was reported that there was an error code 303, high energy, present and only works up to 12w. The debris shield was replaced, and error still persists. The procedure was able to be completed with the same device at low power with no patient complications. This event is being reported for low power.

Manufacturer narrative:
Update to block g2: report source (customer representative added). Upon receipt of this device component at our quality assurance laboratory, the component was thoroughly analyzed. A visual inspection was performed and noted that the brick (laser source) was in overall good physical condition. The ends are intact with all screws in place. There was no leakage along the end cap seams. The body was clean, and light shone through the rod. Additionally, the returned device showed that the simmer printed circuit board (pcb) was in good physical condition and no functional testing was performed. The field service engineer (fse) confirmed the complaint and states that the simmer (pcb) was defective and required replacement. The simmer (pcb) was replaced, powered on the instrument, and initialized without error. The fse ran calibrations and checked output power, with all values within specifications and meets all boston scientific internal (bsi) specifications. The instrument was returned to the customer for clinical use. As a result, the console was functioning as intended, so the issue was resolved. A device history review (DHR) or service history was performed. The product family p100 was installed on september 6, 2019. The console was fully functional with no issues from that date until the complaint date. The malfunction found could have affected the device's performance leading to the event experienced by the customer. Based on the analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that there was an error code 303, high energy, present and only works up to 12w. The debris shield was replaced, and error still persists. The procedure was able to be completed with the same device at low power with no patient complications this event is being reported for low power.

Event description:
It was reported that there was an error code 303, high energy, present and only works up to 12w. The debris shield was replaced, and error still persists. The procedure was able to be completed with the same device at low power with no patient complications. This event is being reported for low power.

Manufacturer narrative:
Upon receipt of this device component at our quality assurance laboratory, the component was thoroughly analyzed. A visual inspection was performed and noted that the brick (laser source) was in overall good physical condition. The ends are intact with all screws in place. There was no leakage along the end cap seams. The body was clean, and light shone through the rod. The field service engineer (fse) confirmed the complaint. The simmer printed circuit board (pcb) was replaced, powered on the instrument, and initialized without error. The fse ran calibrations and checked output power, with all values within specifications and meets all boston scientific internal (bsi) specifications. The instrument was returned to the customer for clinical use. As a result, the console was functioning as intended, so the issue was resolved. A device history review (DHR) or service history was performed. The product family p100 was installed on september 6, 2019. The console was fully functional with no issues from that date until the complaint date. The malfunction found could have affected the device's performance leading to the event experienced by the customer. Based on the analysis result, the investigation conclusion code assigned is cause traced to component failure.